Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth low energy (ble) telemetry, even when two separate programmers were used. The ICD was not used. No patient issues were reported.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.